Event description:
The customer stated approximately 2 - 3mls of bloody fluid appeared to be bubbling out of the right side of the diff mixing chamber of the beckman coulter lh780. No death or injury is associated with this event. No erroneous results were generated. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available on the beckman coulter, inc. Website. The field service representative (fse) found the diff sample tubing leaking where it had been worn by a pinch valve. The fse replaced the tubing and the diff mixing chamber which was dirty. He verified the system per established procedures and results meet published performance specifications. The root cause is attributed to the diff sample tubing leaking where it had been worn over time by a pinch valve. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4)